Manufacturer narrative:
Complaint conclusion: during a stenting procedure to a 100% stenosed and severely calcified right superficial femoral artery the 120/150 smart control 6 x 150 stent delivery system encountered strong resistance during delivery and deployment of the stent. After deployment, the stent was noted to be shortened. It was stated that the shortened condition was not related to compression due to vessel characteristics. During removal of the device, resistance was noted again and force was used. The inner shaft separated during removal. The separated portion was removed by hand as it was outside of the sheath. An additional smart control 6 x 60 stent was deployed to cover the lesion completely and the procedure was finished successfully. There was no reported patient injury. The target lesion was (rsfa). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent expanded fully with good wall apposition. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. The additional stent was placed proximal to the first stent in overlapping fashion (exact length unknown). There was some difficulty or resistance during deployment. The lesion was not post-dilated after stent implantation. There was thrombus noted post-deployment. One non-sterile smart 120/150 was received coiled inside a plastic bag. The hemovalve was received closed. The unit was received deployed and the stent was not received. The inner shaft was received separated at 27.3 cm from the distal end. Kinks were observed in the wire lumen at 22.5 and 24 cm from the distal end. No more anomalies were found. The outer diameter (od) of the outer sheath was measured and it was found acceptable per drawing. During the microscopic analysis inner shaft separation was observed, the unit was sent to sem analysis in order to find the potential root cause of the issues. Sem results showed that the wire separation presents evidence of elongations. Elongation is a common characteristic of pieces that were stretched/ pulled until separation. The hub did not presented evidence of remains of wire lumen. Cutting was discarded as a failure cause since no mechanical surface damage was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process. The cause of the "kinks" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported ¿stent/incorrect length-too short¿ could not be confirmed due to the stent was not received. The failures ¿stent delivery system (sds)/ tracking difficulty and withdrawal difficulty" reported by the customer could not be confirmed since outer diameter was found within specification. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analyses suggest that the failures are related to the manufacturing process. The ¿guidewire lumen (inner shaft)/separated¿ was confirmed, since the inner shaft was received separated from the unit. The exact cause of the failure could not conclusively determined; however it does not appears to be manufacturing related since sem results showed elongation in the separation sections. Handling and procedural factors could be contributed to this failure. Controls are placed at the final assembly and packaging processes to detect this kind of issue. Neither the DHR review nor the product analyses suggest that the failure is related to the manufacturing process. Therefore no actions were taken. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. There is not enough information to draw a definitive clinical conclusion between the device and the reported events of lumen separation, tracking difficulty and withdrawal difficulty; however, procedural factors or vessel characteristics may have impacted the event and is not related to a product quality issue.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure using a bilateral approach, the 120/150 cm. Smart control 6 x 150 stent delivery system was advanced to the target lesion from the popliteal artery access site. There was strong resistance felt during delivery and deployment of the stent. After deployment, the stent was noted to be shortened. The shortened condition was not related to compression due to vessel characteristics. During removal of the device, resistance was noted again and force was used. The inner shaft separated during removal. The separated portion was removed by hand as it was outside of the sheath. An additional smart control 6 x 60 stent was deployed to cover the lesion completely. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The target lesion was right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis, and severely calcified. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging.

Manufacturer narrative:
Concomitant products: indef: bsj; gw: treasure, radifocus; bc: shiden; si: terumo; stent: smart control 6 x 60. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent expanded fully with good wall apposition. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. The additional stent was placed proximal to the first stent in overlapping fashion (exact length unknown). There was some difficulty or resistance during deployment. The lesion was not post-dilated after stent implantation. There was thrombus noted post-deployment. Preliminary inspection of the returned device indicated that: 27.5cm of inner shaft detached and included. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15926365 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.